Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the clips did not form. It is not known how the case was completed. There was no consequence to the pt.